Event description:
A hospital reported to our distributor that a rt105 adult breathing circuit, connected to a puritan bennett ventilator, failed the leak test. It was reported that the air leakage occurred around the water trap on the expiratory side. A total of 3 circuits with the same lot number had the same issue. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA, but it is similar to a product which is sold in the USA. One circuit was returned to fisher & paykel healthcare. The actual device was pressure tested to 208cmh2o and the pressure must not drop by more than 10cmh2o over a 5 second period. The circuit failed the pressure test. The water trap was confirmed as the source of the leak. All circuits are pressure tested prior to packaging and those that fail are rejected. Our records indicate that one other complaint (total two complaints) of this nature has been received for the given lot number. Conclusions: the leak is likely to have developed during transport or storage, possibly due to a distortion of the water trap. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0020 %.